Manufacturer narrative:
Surepath® preservative fluid is designed for use with the prepstain® system. Surepath® preservative fluid is an alcohol-based, preservation solution that serves as a transport, preservative and antibacterial medium for gynecologic specimens. Bd quality has investigated the compliant of pap result review with product 490527 surepath® preservative fluid collection vial. Quality performed a product nonconformance review and determined that all products were within specifications. A complaint history review found zero (0) previous reports for false negatives related to surepath® preservative fluid collection vial. No return materials were received from the customer. An additional review of the slides by cytologists and pathologists at the customer site confirmed that the slides were negative. This complaint is not confirmed. Quality will continue to track and monitor for trends. Device not returned to manufacturer

Event description:
Patient reported with visible lesions but received negative pap and (B)(6) test results. A cervical biopsy was performed resulting in a diagnosis of invasive squamous cell carcinoma. A second (B)(6) test was performed following the biopsy and was also negative. A review of her slide by multiple cytologists and pathologists confirmed it as negative.